Event description:
A remstar plus device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint.  During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam (needs) or (was) replaced to address the issue. Additionally, the service technician noted dust fail contamination present. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
In the previously submitted report, a remstar plus device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam (needs) or (was) replaced to address the issue. Additionally, the service technician noted dust fail contamination present. The device was scrapped by the service center after the evaluation was completed. In this report, updated adverse event or product problem will be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus device was returned to a third-party service center with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam was replaced to address the issue. Additionally, the service technician also noted dust fail contamination. The device was scrapped by the service center after the evaluation was completed. Box g (510k number) has been updated or corrected.